Event description:
6fr angioseal was deployed in pt's right groin. Upon cutting first suture, hemostasis was not maintained. Occlusive manual pressure held, second suture cut after hemostasis obtained. No resulting hematoma or other complication was present at end of procedure.